Manufacturer narrative:
Sections with additional information as of 24-jul-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 302, 229, 186, 288 and 238 mg/dl. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated due to the results obtained she had contacted her doctor on (B)(6) 2024. Doctor had advised the customer to see if she can get the meter calibrated. The test strip lot manufacturer¿s expiration date is 09/19/2025 and open vial date is one month ago. The product is not stored according to specification (bathroom). The customer did have another vial of test strips of the same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer pm fasting and produced test result of 138 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: result 1: 302 mg/dl , date: on (B)(6) 2024 , time: 8:47pm fasting. Result 2: 229 mg/dl , date: on (B)(6) 2024 , time: 4:10pm fasting. Result 3: 186 mg/dl , date: on (B)(6) 2024 , time: 3:58pm fasting.. Result 4: 288 mg/dl , date: on (B)(6) 2024 , time: 3:37pm fasting. Result 5: 238 mg/dl , date: on (B)(6) 2024 , time: 11:10am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer¿s initial concern was resolved- the customer stated that she received the replacement but have not used it as yet. Customer will call us back if she needs assistance.